Manufacturer narrative:
The device was returned to ferno for a full evaluation and a visual and functional evaluation was conducted. There were multiple impact marks to the lower legs which appear to have occured prior to the incident. The root cause appears to be caused by possible fatigue at the leg slider due to consistant impacts to the legs. The unit was repaired by ferno and returned to the customer. No further details have been provided.

Event description:
The complainant reported while transporting a 680 lb patient at the lowest level and aligning the stretcher with the ambulance, the medics heard a cracking sound and noticed the cot leaning to the right. No injuries were reported, as a result; however, the crew did transfer the patient to another stretcher to complete the transport.

Event description:
The complainant reported while transporting a (B)(6) patient at the lowest level and aligning the stretcher with the ambulance, the medics heard a cracking sound and noticed the cot leaning to the right. No injuries were reported, as a result; however, the crew did transfer the patient to another stretcher to complete the transport.